Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was unable to feel any stimulation from the scs system. An x-ray was performed which showed the lead had migrated and no longer sitting up against the spinal cord. Surgical intervention was taken and the lead was repositioned to t7/8 and programming afterwards resulted in 100% coverage of the patient's pain area. However, follow up the next day indicated the lead had migrated once again. On (B)(6) 2020 additional surgical intervention to repositioned the lead to the top of t8. Programming on (B)(6) resulted in 100% coverage of patient¿s pain area. The system impedances were all normal. The stimulation covered the patient's pain area well and no further intervention is planned.